Event description:
The customer reported that the system displayed a communications error on the workstation and an x-rays block error message on the control panel. They found that after the system was on for a while, the system would start rebooting on its own.

Manufacturer narrative:
The ge svc rep replaced the ps1 in ws and sbc cpu. The system is operating as intended.